Event description:
Information was received indicating that this smiths medical medfusion 3500 exhibited motor rate error. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the top case was cracked by the tube holders, and the label was missing on the bottom case. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. A combination of motor assembly, worm gear, lead screw and clutch halves were found old, dirty, and worn out due to normal wear. The root cause of the issue was due to normal wear as the pump was over 15 years old. Replaced motor assembly (stepper motor included), worm gear, lead screw and clutch halves. Performed preventative maintenance, and all functional testing.

Event description:
Additional information was received. It is unknown if the event happened during patient use or not.